Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt said they had not received clean programming. The device was set to high and was out of charge twice.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported they are c oncerned that something went wrong during their implant procedure, as the patient has experienced ongoing complications including a tingling sensation resembling a discharge or leak at the battery pouch site. 2025-apr-16 rtg0789196, e1, e2 (rep): no new information. On 2025-apr-17 patient reported that have experienced the following ongoing complications: tingling sensations resembling a discharge or leak at the battery pouch site. The patient has raised concerned but the issue has not been resolved and has interfered with the continuity of their care.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they are having trouble with the device and wants a manufacturer representative (rep) to check the implant and make sure the implant is operating correctly. Patient reported they had trouble with their device since it was implanted. Patient stated it got very messy with programming and getting the device to give pain relief. Patient stated they had a session with a rep a week or two months ago and the ins started to drain quicker. Patient stated the ins would last for 7-8 days and now its lasting 4 days. They went to see the healthcare provider (hcp) on and he checked the implant and the implant was at 80% charged but ins should be 50% charged because it went from 7 days to 4 days. Patient reported last night they woke up with electrical stinging on the implant site and they massaged the area and the stinging went away. Patient stated this morning the ins was at 60% charge and depleting again at an accelerated rate. Patient stated they worked with a rep and rep had a medical emergency during his procedure and had to leave. Patient stated it was one of the most messy procedures they had. Patient stated their complaint is getting bigger and bigger and wants to know how the manufacturer will fix it moving forward. Patient reported they feel like the device is bleeding electricity. Patient stated they met with a rep for programming and went with the programming they did. Patient has worked with the programming but they need a couple changes made and need some more adjustments. Patient stated they think maybe a staple nicked something. Patient stated its pretty low intensity and they are not getting zapped. They don't need to rush into surgery.